Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The explant date (B)(6) 2019 was inadvertently not entered in additional report-1. It has been entered in additional report-3.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient¿s ipg failed to establish communication with external devices post an unrelated surgical procedure. The battery was later confirmed inoperable. Surgical intervention is pending to address the issue.